Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified in the left anterior descending artery (lad). A 2.50 x 48 mm synergy and 3.00 x 12 mm promus elite were successfully deployed in the right coronary artery (rca). The target lesion was then pre dilated using a 2.00 x 12 mm semi complaint balloon and a 2.50 x 38 mm promus elite stent was deployed successfully at 11atm. After post dilation of the stent with a 2.75 x 10 mm non-compliant balloon, a flow limiting proximal edge dissection was noted. The dissection was covered with a 2.75 x 12 mm promus elite stent, and the procedure was completed successfully. The patient fully recovered and was stable post procedure.